Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the the cause of the reported problem was the main board and needed to be replaced. The customer was provided a replacement main board to resolve the issue. The device remains at customer site.

Event description:
It was reported that there was a speaker malfunction error. The device was not in use on a patient at the time of event, there was no patient involvement.